Event description:
It was reported that during a pta treatment procedure, removal difficulties were encountered. An ipsilateral approach was used to reach the lesion being treated, which was located in the proximal superficial femoral artery. After successful delivery of the stent, the balloon of the ultra-thin sds became caught on the stent during removal. It is noted that the lesion had not been predilated. Resistance was met with attempts to remove the balloon. The pt was asymptomatic during this event. The pt was taken to surgery to remove the balloon. The patient's status is reported to be "fine".